Event description:
An initially reported by healthcare professional on behalf of consumer stating that she was having issues with the contact lenses resulting in eye pain ,allergic reaction , redness, irritation and eye infection in her right eye. Consumer later sought medical attention in form urgent care and was prescribed with unspecified eye drops . Later after the infection was resolved consumer started wearing the contact lens again and developed the same symptoms . Consumer has discontinued wearing the contact lens because of the issues faced. The current status of the consumer eye is symptoms continuing at the time of this report. Additional information has been requested but not yet received at the time of the report.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).